Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an aneurysm in the aorta an underwent treatment utilizing two gore® excluder® aaa endoprostheses (aaa) (rmt311417/(B)(4) & plc161400/(B)(4)). The patient tolerated the procedure. On (B)(6) 2021, the patient presented with a suspected type 3 endoleak of the previously implanted aaa devices and underwent reintervention utilizing a gore® excluder® conformable aaa endoprostheses (cxt). Upon deployment of the cxt device, the distal end of the device (most inferior stent row) was hung up on the inner wall of the existing 31mm aaa device, keeping it from laying parallel and fully apposing the wall. After ballooning, it appeared that the ctx device's distal stent was better apposed to the inner wall of the previously placed aaa device. The patient tolerated the procedure. Reportedly. There is some doubt as to how stable the device catheter was kept during deployment by the fellow.

Manufacturer narrative:
Corrected section g: contact office - manufacturing site. Added g3/g4, h1/h2,h6. Added: since it is currently unknown which individual device implanted during the initial procedure directly contributed to the type iii endoleak, 7180-3 (serial #(B)(6), catalog #plc161400, UDI-di #(B)(4) will be included in 7180-2-4 report.